Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows an unacknowledged ¿cs144¿ empty cartridge alarm for 7hr on (B)(6) 2014. Total daily dose (tdd) adds up and reflects the programmed basal rate target. There was no battery cap or cartridge cap returned with the pump, test battery cap and cartridge cap were used to complete the investigation. No eaw occurred during the investigation, the pump reflected 24u after a 24hr on 1u/hr basal program duration test, the product performs within spec. Investigators were unable to duplicate ¿inaccurate delivery¿ complaint. The pump¿s cover was removed, no further moisture ingress was found inside the unit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.